Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.